Event description:
It was reported that 5 years prior a male patient received an optetrak knee revision. An x-ray displayed images of femoral component position beyond most posterior medial tibial insert position. A revision was completed to explore and revise what causes were behind femoral tibial malposition. All optetrak components, including the patella, were removed and replaced with competitor components. The patient was stable upon leaving the operating room. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00586, 1038671-2017-00588 and 1038671-2017-00589.

Manufacturer narrative:
No information has been provided, asked but not answered. This device is used for treatment not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision due to malposition of the femoral and tibial components.